Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillators (crt-d) experienced a ventricular tachycardia (vt) storm and was unable to be interrogated after four attempts with different older model programmers. Although they found a recent model that could potentially function but it has an issue with the power cord. Technical services (ts) recommended to order a new programmer for this patient. At this time there is no evidence that this device was successfully interrogated. The device remains in service. No adverse patient effects were reported.